Event description:
The initial reporter received questionable ise indirect na for gen 2 results from one patient sample tested on the cobas 6000 c 501 (ul) v. The initial result was flagged by the laboratory information system (lis) because it was different from the previous day's run/patient's history, but the initial result was still reported outside of the laboratory. The patient sample was rerun on their other module. The initial sodium result from the module was 149 mmol/l. The repeat result from the other module was 139 mmol/l. The repeat result matched the patient's history.

Manufacturer narrative:
The electrode lot number is j47 with an expiration date of 24-jan-2024. The field service engineer inspected the module and determined that the event was caused by problematic ion-selective electrodes (ise). He then replaced the electrodes and followed the required conditioning of the electrodes. The customer performed qc and a 10-cup patient sample comparison test with successful results. The investigation is ongoing.

Manufacturer narrative:
Medwatch field d. Device identification was updated. Relevant fields of sections d and g were updated. The field service engineer conditioned the electrodes overnight. The investigation reviewed the last calibration performed on 28-sep-2023; the results were within specifications. The investigation reviewed the qc recovery. Qc was run before and after the event and a shift for sodium was noted on the rerun. The investigation reviewed the alarm trace. "Abnormal probe sucking" was observed in the alarm trace which is an indication of possible poor sample quality; "abnormal sample probe movement" was also observed in the alarm trace. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.